Manufacturer narrative:
The returned used device, item smi-02ap, was evaluated and found the lower jaw is broken off, broken piece was returned for the evaluation. This is technique dependent device and the most likely cause of this suspected failure is user related. Suspect that the returned device may have been damaged during non-surgical handling to initiate the critical weakness in the lower jaw. A two-year review of complaint history revealed there has been a total of 58 complaints, regarding 58 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap device was being used in a rc repair on (B)(6) 2019 when the lower jaw was broken after pushing the trigger. The broken component was removed with a grasper. This caused a delay of 20-minutes. The procedure was completed successfully using a suture lasso of arthlex. There was no report of user or patient injury and no medical intervention or hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.